Event description:
It was reported that a user experienced repeated hypoglycemic ¿crashes,¿ frequent blood glucose fluctuations, and frustration with dosing behavior while using the ilet bionic pancreas, with review suggesting possible double meal announcements used as corrections and subsequent device factory reset to relearn dosing; the user later chose to discontinue and return the device. Symptoms included hypoglycemia with a reported glucose of 56 mg/dl and emotional distress. Outcomes included interruption of therapy with device disconnection and decision to return the device. Investigation included review of user-reported logs and remote troubleshooting with education on consistent meal announcements and a guided factory reset. Investigation of this case revealed user technique concerns related to meal announcements that could have contributed to hypoglycemia. It was concluded that the event was related to use error associated with meal announcement practices rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.